Manufacturer narrative:
(B)(4). Date sent: 1/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 01/07/25 . B3: only event year known: 2024 additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, partial fire 3. Or, did the device fully fire and stop during the automatic knife return? 4. Was there any difficulty opening the device? No, reverse button was pressed and gun was opened normally. 5. If yes, how was the device removed from the patient? 6. If yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the reload was placed in the stapler then the doctor inserted the stapler and took a bite on the stomach. The doctor waited 15 sec and fired, the first 2-3 rows came up but then the stapler stopped. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 2/20/2025 d4 batch #734c93 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received partially fired 1/4 with an open package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 734c93, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, partial fire 3. Or, did the device fully fire and stop during the automatic knife return? 4. Was there any difficulty opening the device? No, reverse button was pressed and gun was opened normally. 5. If yes, how was the device removed from the patient? 6. If yes, did the jaws eventually open? Yes.